Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and desara were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 02/18/2014. It was reported that the patient underwent a gynecological procedure and mesh and caldera sling were implanted along with concurrent cystoscopy, bilateral ureteral stent placement, cystocele repair with mesh, and vaginal vault repair transperitoneal modified sacrospinous due to cystocele vault prolapse and sui.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.